Event description:
The pacing wire was being placed on the heart when the needle broke off the wire. The needle was lodged in the heart and could not be removed. The surgeon attempted to dissect the heart to remove needle. The surgeon could feel the needle but the risks outweighed the benefit of removing the needle.

Event description:
The pacing wire was being placed on the heart when the needle broke off the wire. The needle was lodged in the heart and could not be removed. The surgeon attempted to dissect the heart to remove needle. The surgeon could feel the needle but the risks outweighed the benefit of removing the needle.